Event description:
It was reported that a patient's right ventricle leadless pacemaker (rvlp) was unable to be interrogated. Electromagnetic interference was suspected. No changes or interventions were reported. The patient condition was not known.